Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the device check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" with multiple batteries. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported system error was a failed processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in april 2013 and is over 12 years old. The archive data could not be downloaded due to a failed processor board. The platform and the diagnostic service pc established brief communication, during which the apvision3 software identified system error 136 (internal parameter corrupted), confirming the reported issue. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The processor board was replaced to remedy the reported system error. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).